Manufacturer narrative:
Clarification to suspect product: lot number 579. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that patient was injected in the cheek bone area, nasal labial folds, marionette lines, and possibly in the temple area with three syringes of juvéderm® ultra plus xc. Four years later, the patient reported ¿lumps¿ in the cheeks. A biopsy was performed confirmed ¿lipo granulomas.¿ the symptoms are ongoing.